Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported gi bleed, and a correlation to the device could not conclusively be determined. The patient remains ongoing on lvad support and no further related issues have been reported. Bleeding is however listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital on (B)(6) 2014 for a gi bleed. The pt's hemoglobin dropped from 12 to 5. Five units of packed red blood cells were administered. On (B)(6) 2014 the source of the bleed (cecum) was identified and clipped. The pt's inr at the time was 2.2 with a goal of 1.5-2.0. The hospital staff believes that the bleed is related to gastritis.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.